Event description:
The customer reported that iridescent stripes were displayed during red dichromatic imaging mode, the issue occurred during service and maintenance involving an olympus gastrointestinal videoscope. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.